Event description:
It was reported the device is not accurately tracking PICC. Verified tm came down and troubleshot their issue. Verified all metallic and cellular items were sufficient distance away. Verified bed railings were down as required. Verified PICC lines were flushed.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.